Event description:
The complaint was reported as: an elderly woman alleges that her husband experienced his oxygen tubing kinking and flattening several days after it was taken out of the package and while in use. The customer reports that there was no apparent cause for the kinking/flattening of the tubing. The pt's condition is reported as fine. No report of pt injury or delay in treatment to the pt.

Manufacturer narrative:
A visual inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect were not provided. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record) of batch number 02h1300280 of material 11200 was reviewed and no non-conformance reports were originated for the lot in question that can be associated to the complaint reported. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. The customer complaint cannot be confirmed based only on the info provided, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. However, current product was verified to identify any issue that can lead to the reported defect and no issues were found. If the defective sample becomes available this investigation will be updated with the evaluation results.